Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump communicated and calibrated properly with test guardian link transmitter. No calibration anomalies noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low-level failures alarm (variable 3) during self test and confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and audio anomaly. The customer blood glucose level was above 440 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer reported they did not hear beeps when audio volume settings were saved. Customer stated that the insulin pump was not beeping. Customer stated that they are unable to do the high performance test. Advised that the insulin pump will need to be replaced and to revert to backup plan. The device will be returned for analysis.